Event description:
A 9mm balloon catheter was placed in a 12mm coronary stent for balloon expansion. The balloon expanded beyond it's markers (approximately 15-16 mm) causing a distal dissection of the vessel. The pt had to go for bypass surgery post procedure.